Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right ventricular lead was dislodged, through imaging. The lead exhibited high threshold and no sensing. The patient was not symptomatic due to the event. During the procedure, the physician was unable to retract the helix. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.